Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the device, and could duplicate the user¿s report. As a result of disassembling of the device, there was a crack of the adhesive of the ccd unit and a part of the inside of the bending section of the device partially cut off. Omsc confirmed the ccd unit of the device, and could duplicate the user¿s report. The exact cause was unknown. Based on evaluation, omsc surmised that the reported phenomenon was occurred due to the adhesive part of the ccd unit were damaged by the application of external stress.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing a scope communication error b30 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.